Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted to address the issue.

Event description:
It was reported patient has lost effective therapy. Patient is now getting cramping and muscle spasms when the stimulation is turned on. Significant lead migration was seen via x-ray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.